Manufacturer narrative:
Block b3: exact date unknown, event occurred december 2025. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7093169 UDI: (B)(4).

Event description:
It was reported that the patient had an infection on the left flank over the top of the implantable pulse generator (ipg) site. It was noted that the wound site was draining and the physician confirmed that infection was device related. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted device components were discarded by the medical facility. A peripherally inserted central catheter (PICC) line was placed following the procedure and patient was administered antibiotics. The patient was doing well upon follow-up.